Event description:
The patient received a left ventricular assist device (lvad) exchange on (B)(6) 2014. It was reported by the perfusionist that the patient required lvad and long term rvad support. The rvad support is from another manufacturer¿s device. The patient had been experiencing constant low flow alarms for over 5 hours. The patient had been given volume, the power module was changed out, and the pump speed was adjusted up and down in attempts to resolve the alarm. The patient¿s mean arterial pressure was 56-65 mmhg, the pulmonary artery pressures were reported to be normal and the central venous pressure was 11-19 mmhg. Unspecified blood products and albumin were given for a hemoglobin of 7.5 g/dl. The patient¿s anticoagulation was held due to bleeding; the origin and nature of the bleeding could not be identified. An echocardiogram reportedly looked fine with normal ventricles and no suction or septal bowing was noted; however they were unsure of the visualization of the inflow cannula. Tamponade and right heart failure were ruled out. The lactate dehydrogenase and plasma free hemoglobin levels were reportedly normal. The patient reportedly was tachycardic off and on all day with a rate of up to 218 bpm which reportedly may have been the cause of the low flow alarms. The rvad flow rate was 3 lpm. A repeat echocardiogram at an unspecified later time reportedly remained ¿stable¿ with some left ventricular dilatation. It was reported that ultimately support was withdrawn on (B)(6) 2014. The cause of death was reported to be multisystem organ failure secondary to right heart failure

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). The pump exchange referred to was previously reported under manufacturer report # 2916596-2014-02311. According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.